Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2019. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. (B)(4).

Event description:
It was reported that a zxt150 21.0 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2017. It was later explanted on (B)(6) 2019 for unknown reasons. There was no incision enlargement, no vitrectomy, and no sutures used. The replacement lens was a za9003 20.0 diopter lens. No additional information was provided.

Manufacturer narrative:
Additional information was received reporting that the patient did well until (3) months after surgery and then had issue with foggy vision. There was no patient injury and the patient is doing fine post-operatively. No additional information was provided. Device available for evaluation: yes. Returned to manufacturer on: 02/01/2019. Device returned to manufacturer: yes. Patient code: 2137. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.